Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The patient was treated with injections of vancomycin, 1gm, once in 4 days, fortum 1 gm intraperitoneally (ip) od and an injection of heparin sos (frequencies were not reported). The cause of the peritonitis was unknown. The patient was recovering from the peritonitis event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. If additional relevant information is received, a supplemental medwatch will be filed.